Manufacturer narrative:
H6: the device was evaluated by ventec where the reported issue of it alarming due to low inspiratory pressure was confirmed. Ventec replaced the blower to resolve the reported issue. Proper device operation was then confirmed through functional and performance testing. The investigation determined that the cause of the reported issue was the blower.

Event description:
It was reported that the device needed service. Upon evaluation of the device, ventec observed that it was displaying an alarm indicating low inspiratory pressure. There were no reports of patient use associated with the reported issue.